Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal was deployed. During deployment, the physician had to displace tissue at the puncture site to advance the tissue dilator far enough to see the purple marker band on the dilator. The locator and dilator were removed and the collagen was advanced and resistance was met, the sheath kinked, but was straightened out and the collagen continued to advance down through sheath. The sheath was removed and it was thought that the collagen was properly deposited on the arteriotomy. Five minutes of pressure was held and a sterile occlusive dressing was applied. Approximately two hours later, the pt was moved in the bed and became diaphorectic, hypotensive and had a drop in hemoglobin. At this time a very large hematoma was noticed at the right groin puncture site and the pt was given 4 units of blood. The pt was taken to the operating ro0m for repair of the right femoral artery and for evacuation of the hematoma. Following surgery all vital sign were stable and the pt was discharged 3 days later. No further complications were reported.